Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/7/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: no defect was found. The pump was exercised for 24 hours without self-suspending. Pump was suspended; pump gave appropriate audio and visual suspend alert. Suspend was accurately recorded in pump histories. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.